Manufacturer narrative:
Additional information: d10 a complete lead was returned stretched in one piece with a stylet inserted and stuck in the inner coil. Visual examination found the ptfe coating of the stylet bunched up in the inner coil and the inner coil was bunched up adjacent to the connector pin due to excessive forces during procedure. The connector pin and connector cap were found pulled out of the connector assembly and the inner coil was stretched due to excessive forces during procedure. Evidence of solvent bond between cap and connector assembly was observed. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil due to excessive forces during procedure.a review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, it was noted that the electrode and guidewire could not be separated. The lead was not used and replaced. The patient was stable.